Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. One unpackaged ar-13437, batch 562002 tap was returned for investigation. Visual inspection as well attempts at functional testing identified that the tap was lodged within the ar-13438, batch 561240 handle and could not be disengaged. As such, the inner diameter of the handle's mating feature could not be analyzed. No damage was noted to the visible end of the ar-13437. The most likely cause for the reported failure can be attributed to user error of the device due to prying/leveraging the device during insertion.

Event description:
It was reported that after a high tibial osteotomy procedure, the facility could not get the bone tap to disengage from the handle.